Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-600, lot # unk, description: triathlon prim tib baseplate - cemented. Cat # 5532-g-611, lot # unk, description: triathlon prim tib baseplate - cemented. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that there was a suspected hardware failure patient had a total knee arthroplasty performed at an outside institution. He was unable to achieve the type of result he would like with a feeling of locking and giving way of his knee joint. In addition, he had pain and crepitus over the lateral side of the joint. His components appeared to be well fixed and there was no evidence of infection.

Manufacturer narrative:
An event regarding instability of a triathlon knee was reported. The event was not confirmed. Device evaluation not performed because the device was not returned. A device history review could not be performed because a valid lot was not provided. No further investigation for this event is possible at this time as further information is needed.

Event description:
It was reported that there was a suspected hardware failure patient had a total knee arthroplasty performed at an outside institution. He was unable to achieve the type of result he would like with a feeling of locking and giving way of his knee joint. In addition, he had pain and crepitus over the lateral side of the joint. His components appeared to be well fixed and there was no evidence of infection.